Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported by the customer that two times during use of the fiber optic intra-aortic balloon (iab) they were unable to get the fiber optic cable to work. The emergency support program specialist provided instructions to cable the central lumen and use the pressure signal from the central lumen. The physician was informed to move the ECG/EKG (electrocardiogram) leads closer to improve EKG signal. The exact date of the event is unknown. There was no reported injury to the patient. This submission is for the first reported iab.